Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's continuous glucose monitor read "high"; however, a specific blood glucose (bg) value was not provided. Customer loaded a new cartridge to resolve the issue. A correction injection via manual injection was administered to address bg level. Customer loaded several new cartridges to resolve the issue however the cartridge alarm kept recurring. The customer reverted to manual injections for insulin therapy.